Event description:
It was observed that during the device evaluation, the colonovidoescope exhibited foreign objects in the air and water cylinders. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, where the foreign material finding was observed. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.